Event description:
It was reported that balloon rupture occurred. The patient presented for an angioplasty procedure with greater than 70% central vein stenosis. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation, however, the balloon ruptured during the first inflation at 6 atmospheres. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.